Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during registration, the windowing and contrast were incorrect and were corrected prior to verification. When trying to perform the verification, surface matching appeared to be inverted : image showed anterior and posterior flipped, with the tool position on the posterior of the patient, although the tool was actually positioned on the face. The registration and verification were then repeated without any issue.

Event description:
It was reported that during registration, the windowing and contrast were incorrect and were corrected prior to verification. When trying to perform the verification, surface matching appeared to be inverted : image showed anterior and posterior flipped, with the tool position on the posterior of the patient, although the tool was actually positioned on the face. The registration and verification were then repeated without any issue.

Manufacturer narrative:
It was reported that there was a display issue: when the tool was placed on face it was positioned at the back of the head on the graphical user interface. This issue occurred due to an inversion of collected points, the software instructions were not followed, the face points were recorded when the software ask to record back head markers and vice versa. Furthermore, the bone fiducial registration procedure and recommendation were not followed by the user. Event summary, device history record review and complaint history review did not identify contributing factors.